Manufacturer narrative:
Investigation results: conmed linvatec received this handpiece for eval and confirmed overheating. During testing this handpiece, it failed to perform to specification related to multiple worn parts. A review of repair history for this unit found it overdue for preventive maintenance; last repair (B) (4) 2006. The customer will be contacted regarding these findings. Associated report: 1017294-2008-00240. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The user manual also informs the user that the service interval for this device is every 6 months.

Event description:
The customer reported that during use of this drill, it got hot. The user felt the heat in the handpiece and discontinued use. Another drill was used to compete the surgery without injury or delay.